Event description:
Patient came in with fatigue and soa (shortness of air), long pauses noted by hcp (health care provider), gen change (B)(6) 2023. Hcp requested transfer to nas to page for in-person evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).